Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
The sales associate reported a broken screw driver. During the case while trying to reposition a timberline mpf screw, the screw driver tip broke off inside the hex of the screw. The tip broke off in such a way the doctor could not retrieve it. The doctor was using a 55mm screw through a 12mm 2 hole plate. The surgeon proceeded to leave the screw in place, and put the cover plate on.